Manufacturer narrative:
Please note that this report reflects two products with the same catalog and unk lot numbers. The report we received from our affiliate indicated that three balloons burst while dilatating an iliac artery. Inflation pressures were approx 10 to 12 atmospheres. There were no adverse effects on the pt. Procedure was terminated by another balloon. The following analysis was performed on the returned products: catalog review: as no lot number was available, no review of the mfg records could be performed. No other complaints have been reported for this complaint category for this catalog number in the past six months prior to this alert date. Visual analysis: two clinically used powerflex p3 balloon catheters were returned. Both balloons have a full axial directed tear. The marker bands of both returned catheters did not show burrs or other anomalies. Microscopic analysis: sem analysis performed on the outer surface of both balloons revealed evidence of surface abrasions that might have initiated both balloon bursts, see attached sem analysis reports. It appears that the observed abrasions were caused somewhere during the procedure. Conclusion: both returned balloons have a full axial directed tear. Sem analysis revealed evidence of outer surface abrasions that might have initiated both balloon bursts. It appears that these abrasions were caused somewhere during the procedure. This is one of two reports for a total of three products for this event. Please reference man rpt #: 9610978-2004-00749, and -01131.

Event description:
Clinical impression: during an angioplasty procedure to this pt's iliac artery, three powerflex p3 balloon burst during dilation. Inflation pressures were approx 10-12 atmospheres. No further details of the procedure or the lesion characteristics are known. There were no adverse events. Sem analysis performed on the outer surfaces of the balloon materials revealed evidence of surface abrasions that might have caused the balloon bursts. Based on the info available, it is likely that the balloon contributed to the event.